Event description:
An autotome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in a female patient (age and weight unknown). According to the complainant, "... The wire broke during the procedure." A second autotome rx sphincterotome was used to complete the procedure. No patient complications were reported as a result of this event, and the patient's condition was reported as "fine" following the procedure.

Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was broken, and the ends of the cutting wire were charred blackened, (see figure 1, page 3), which indicates that excessive electrical current flowed through the device. Although the cause of the excessive current is unknown, possible causes include: improper tome position allowing the cutting wire to abut the endoscope which resulted in a short circuit and excessive power was applied to the cutting wire due to improper generator settings. The device history record for this lot was reviewed; no anomalies were noted. A review of the complaint database did not identify any additional complaints for this lot. The march 2008 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.